Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
During an orif procedure surgeon was using a k wire on the fracture and it broke. Surgeon was drilling over the 1.25 k wire with a cannulated drill bit; when the drill hit the k wire it broke a piece of k wire off. Surgeon did not retrieve the broken k wire and the piece was left in patient.